Manufacturer narrative:
(B)(4). Date sent: 1/27/2020. D4: batch #t5dz5u. Device received with b12lt trocar attached. Product investigation summary: the ec60a device was received for analysis with no apparent damage and with an ecr60b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The partial fire is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The articulation mechanism was totally functional during functional testing.

Manufacturer narrative:
(B)(4). Batch #:unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1st follow-up for additional information to the affiliate: can you please provide more event details? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Can you please provide more event details? The event occurred on dec. 09th.during the operation, the doctor found that nails stuck during the firing and the joint head didn't come back with the jaw closed. Finally the doctor had to remove the instrument from the tissue by force, and then remove the body with the trocar. In the end, the operator finished the surgery with a set of new instrument. Is the current patient status known? Fortunately, the patient is in a good state after the reoperation. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.thank you for your concern, there hasn¿t been any change in the post-operative care of the patient as a result of the event by now. I will timely report the result if there is any patient consequence.

Event description:
It was reported that during the endoscopic colon surgery, the device would only partially fire when severing colon tissue. Knife could not be returned, used another device to cut the tissue and removed the articulated device with trocar. Changed to a new one to complete surgery. There were no patient consequences reported. No additional information can be provided.